Event description:
Customer reported that he had to go to a hospital due to low blood glucose readings and a no delivery alarm. Customer stated that the sensor never registered that he was low. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.